Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl 575 mcg/ml at 119.81 mcg/day via an implantable pump. It was reported that there was a possible infection at the pocket site. The patient experienced redness and tenderness at the pocket site. There were no known external factors that could have led or contributed to the event. Diagnostics/troubleshooting performed included the patient seeing an hcp on (B)(6) 2025 and he started her on oral antibiotics to see if that resolved the redness and tenderness. A surgery was scheduled on (B)(6) 2025, if the antibiotics did not work. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8709; serial#: (B)(6); implanted: (B)(6) 2006; explanted: (B)(6) 2025; product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump was explanted, a new pump was implanted, and the catheter was revised. It was still unknown if the infection at the pocket site had resolved.